Event description:
Pt underwent bone scan performed on adac dual head genesys gamma camera. The pt's hair was very long, and wrapped around the turn screws several times before it was noticed. The camera was immediately turned off, attempts made to free hair, required some cutting of hair. Pt unharmed.